Manufacturer narrative:
Lab date: estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. In this case, it is possible that the interaction between the cardiomems hf system and hi-torque command 18 guide wire caused the reported difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received that states: "abbott vascular hi-torque command 18 lt guide wire became stuck on cardiomems hf system. Md chose not to deploy device". There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.